Event description:
It was reported that using an unspecified artery access approach during a procedure of the calcified left main, the 3.5 x 15 mm nc voyager was being inflated once between 2 and 4 atmosphere (atm) when the balloon ruptured. There was no reported adverse patient effect. A second 3.5 x 15 mm voyager nc was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed. However, a tear in the shaft was observed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.